Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system secondary medication sets would not flow. When the piggyback was attached to the upper most y-site (above the pumping segment) the piggyback will not flow. However, when the piggyback with the same set was connected to the lower y-site (below the pumping segment), there was flow of the piggyback. The reporter stated that this happened while using with glass bottles (for example: tylenol and albumin). The set up attached to a non-baxter pump being used as a gravity set. The event occurs during set up. There was no patient involvement. No additional information is available.